Event description:
One endeavor rx drug-eluting stent was implanted at the distal lad, one endeavor rx drug-eluting stent was implanted at the right posterior descending artery and two endeavor rx-drug eluting stents were implanted, overlapping, at the mid rca. Following review by the clinical events committee, it was adjudicated that a suspected non q-wave mi occurred one day post index procedure. Location of infarction was reported as in the territory of the target vessel. A marked rise in troponin and ck was noted. Mi was classed as a re-infarction. Patient was asymptomatic/free of symptoms at 30 day follow up, 6 month follow up, 1 year follow up, 1.5 year follow up, 2 year follow up and 2.5 year follow up. (Ref MFR # 9612164-2011-00610, 9612164-2011-00611 & 9612164-2011-00613).

Manufacturer narrative:
(B)(4): (myocardial infarction).